Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the event. During servicing, fse verified that the needle was bent and removed it. Fse installed a new sample needle and verified needle alignments. Fse inspected the rack holding the sample needle when the needle bent and found that the springs holding the tubes were weak and not keeping the tube straight. The customer ordered new racks. Fse then ran whole blood samples and quality controls with acceptable results. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 19-nov-2017 through aware date (B)(4) 2018. There was one (1) other similar complaint found during the searched period the g8 operator's manual under chapter 5 maintenance procedures, 5.10 sampling needle replacement has a caution that states the following: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. If the needle placement is clearly off center of the primary tube, it must be adjusted. Cancel the assay and contact technical support. The most probable cause of the reported event was due weak springs on the sampling rack.

Event description:
The customer reported that the sample needle was bent after hitting the side of the tube on the g8 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.